Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date in the d10 section, to update the h3 section and to provide the completed investigation results. One used 6 fr angio-seal vip device was received for evaluation. The device was returned mated with the hemostasis sheath hub and the carrier tube assembly. No other accessory components were returned for analysis. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The bypass tube was observed partially inserted into the hemostatic valve. There was evidence that the hemostasis sheath appeared to cut near to the hub of the sheath. No collagen, anchor, or tamper tube could be seen on the returned device. The sheath was removed from the deployment sleeve to check for any anomalies on the bypass tube and hemostatic valve. Functional testing was conducted. The bypass tube was inserted into the hemostatic valve, no gross anomalies were noted during insertion. The tensioner was removed to determine if possible suture lockup had occurred. Several turns of suture were still present on the tensioner and the suture was still tethered appropriately. There was no difficulty experienced while unwinding the suture from the spool. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely that the bypass tube was not fully inserted into the hemostatic valve which led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor tried to deploy the angio-seal device, it would not deploy and that the device became stuck in the patient. The doctor had to open another angio-seal device to see how the device worked to know that they could cut to release this from the patient. There was no patient blood loss. The patient was treated as per hospital protocol following the procedure. Additional information was received february 6, 2019: the procedure performed was a superficial femoral artery/popliteal angioplasty using a 6fr sheath. There was good access, no calcium evident on screening. A pre-deployment angiogram was performed on the access site.